Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer had high blood glucose and high ketones. Customer's blood glucose was over 400 mg/dl. Customer's blood glucose at time of call was 276 mg/dl. During troubleshooting, found time/date was incorrect. Device had alarmed multiple no delivery alarms. Device passed the high pressure test. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.